Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a segment of the conductor wire sticking out from the grip. The conductor wire was found to have insulation damage inside of the grip routing and the internal wire was exposed. Additionally, the instrument was also found to have a frayed cable at the distal end. The instrument grips were manually manipulated, tested and delivered intermittent energy on several attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da-vinci surgical procedure, the 8mm force bipolar instrument was found to be defective. Planned use of the instrument was discontinued. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.